Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm observed the reported issue and noted that the batteries were not due to be replaced until (B)(6) 2020. The stm noted that battery in slot 1 would not charge more that 20 percent and slot 2 had no issues and the battery was fully charged. The stm replaced both batteries to correct the issue. The stm verified the new batteries were charging then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during the customer's morning rounds, the cardiosave intra-aortic balloon pump (iabp) was experiencing battery charging issues. It was later reported that the customer swapped out the batteries and slot 1 would only charge the battery to twenty percent capacity. There was no patient involvement and no adverse event was reported.